Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® edta 2k broken lid/cap and hemogard shield. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "after blood collection, the hcp noticed a crack on the cap. When closely checking it, the cap was deformed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k broken lid/cap and hemogard shield. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated "after blood collection, the hcp noticed a crack on the cap. When closely checking it, the cap was deformed."